Event description:
T12 and l3 reduced and fixed under local anesthesia. No technical problems noted during procedure. Pt became unresponsive and arrested while bieng moved off operating table, and despite efforts by medical staff could not be resuscitated.

Event description:
T12 and l3 reduced and fixed under local anesthesia. No tech problems noted during procedure. Pt became unresponsive and arrested while being moved off operating table, and despite efforts by medical staff could not be resuscitated.